Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient atrial lead presented with noise. During an unrelated procedure on (B)(6) 2021, the lead was capped and replaced. Post-procedure the patient was recovering.

Event description:
New information received notes physician had knowledge of atrial lead noise prior to generator replacement.

Event description:
New information received notes atrial lead had no sensing.